Manufacturer narrative:
Corrected information: h6: health effect - impact code.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Without the requested clinical information, the reported needle tip breakage could not be further assessed. The needle tip is an externally communicating device, it is neither manufactured nor intended for implantation. The patient impact beyond the reported device breakage/retained foreign body during the procedure could not be definitively determined. Although unlikely, the potential for pain, local irritation, and migration of the fragment could not be ruled out. No further medical assessment can be rendered at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the surgeon placed the novostitch in knee and fired once peripherally. When he went to fire the second time, he noticed the bar that actuates the upper jaw had escaped through the top of the shaft. The instrument had also become difficult to use - he couldn't use the grey lever to retract the lower jaw. He fired the second time more centrally in the meniscus and then carefully and with difficulty managed to withdraw the instrument. On closer inspection, he noticed the tip of the needle had broken off, tip of needle left in capsule. There was a delay greater than 30 min. No other complications were reported.